Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized for the event with cloudy effluent. The patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.